Event description:
It was reported that the matrix neuro cranial implant graphic case had shed red paint from the top of the implant tray onto the clear top of the main tray. On (B)(6) 2013 hospital had a case with this tray and the tray had to be removed from the case as the red paint was thought to be blood. This report is 1 of 3 for report (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly user facility filed medwatch report (partial number supplied) (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.